Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Upon follow up with the nurse it was determined that this event was caused by a use error/breach in aseptic technique. Specifically, the patient did not wash their hands which led to a breach in aseptic technique resulting in peritonitis. Due to this information, no further investigation will be documented against the mini-cap in report 1423500-2012-17045. All future investigations and follow ups related to this event can be found in the master report 1423500-2012-17044.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed, and no issues were detected during the manufacturing of lot gd892364, gd892372 and gd891994. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.